Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited a diagnostics anomaly after the patient underwent thoracic surgery. A device software download was successfully performed and the device was reprogrammed to preferred setting. No patient symptoms were reported.